Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210758584, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported having implant surgery due to frequent micturition, urine frequency and urinary incontinence. The wound was swollen after implant surgery, and began to excrete pus within the last two weeks. The doctor suggested to observe for one week; if the symptoms did not improve, the device would need to be explanted and implanted with another one. The doctor couldn't guarantee that there would be no reinfection. The reason why it happened is unknown and there was still purulent water flowed from the wound. Additional information reported that on (B)(6) 2016 the doctor did debridement treatment and repositioned the device. Now the consumer was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.